Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a supraventricular tachycardia (svt). Technical services (ts) was consulted and noted high voltage noise and shock impedance high out of range. Additionally, ts sated no oversensing was present. The device remains in service. No adverse patient effects were reported.